Event description:
Information received indicates the stretcher still rolls after the brake/steer pedal is put into the brake position.

Manufacturer narrative:
The technician replaced the left head and right foot casters to repair the stretcher.